Manufacturer narrative:
Complainant city: (B)(6). (B)(4). Device evaluated by MFR.: synergy ous mr 3.0 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts at the edge distorted and lifted distally from the stent profile. The stent od (outer diameter) was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-nov-2016. It was reported that crossing difficulties were encountered. The 91% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Following pre-dilation with a 2.0x15mm non-bsc balloon catheter, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.